Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had stored episodes of pacemaker-mediated tachycardia (pmt) and exhibited changes in right ventricular (rv) pace impedance measurements. The health care professional (hcp) requested assistance in threshold testing on the non-boston scientific right ventricular (rv) lead. Hcp indicated that the rv pacing impedance has been trending up some months ago and in the last follow up this rv lead exhibited high out-of-range pacing impedance measurements. Sensing issues and high capture thresholds were also noted. As a result, the rv amplitude was adjusted. The shock impedances have been stable. Troubleshooting options were recommended. At this time, the plan is to continue monitoring remotely this patient. The product remain in service and there were no adverse patient effects reported.

Manufacturer narrative:
Additional information was added to capture the explant of the lead.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had stored episodes of pacemaker-mediated tachycardia (pmt) and exhibited changes in right ventricular (rv) pace impedance measurements. The health care professional (hcp) requested assistance in threshold testing on the non-boston scientific right ventricular (rv) lead. Hcp indicated that the rv pacing impedance has been trending up for some months ago and in the last follow up this rv lead exhibited high out-of-range pacing impedance measurements. Sensing issues and high capture thresholds were also noted. As a result, the rv amplitude was adjusted. The shock impedances have been stable. Troubleshooting options were recommended. At this time, the plan is to continue monitoring remotely this patient. The product remains in service and there were no adverse patient effects reported. Additional information received indicated that this non-boston scientific rv lead was surgically abandoned and successfully replaced. The crt-d is to continue monitoring remotely. No additional adverse patient effects were reported.